Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose that morning which required assistance from emergency medical services. The patient stated that they had a seizure due to a low blood glucose. The customer was treated with an IV. Troubleshooting did not occur. The insulin pump was not returned for analysis.